Event description:
It was reported that a (B)(6) caucasian female who underwent breast augmentation revision with mentor smooth round high profile 330cc saline prosthesis experienced bilateral deflation and bilateral breast pain post procedure. Her implants had gotten notably smaller. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2022-06082 for contralateral prosthesis report.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on may 26, 2022. The onset of symptoms was clarified to have begun in early 2022. The event date has been updated. In addition to the issues reported initially, the patient also experienced a skin reaction. The patient had a rash and sharp needle like pains. Manufacturer¿s reference number: (B)(4).